Event description:
The manufacturer received information alleging a ventilator inoperative message occurred on a trilogy evo device. The device was not in use on a patient at the time of the occurrence. The trilogy evo device was returned to the third-party service center for evaluation, and the customer¿s complaint was confirmed. During the evaluation it was noted that the error, pressure sensor failure (e-0183), was observed in the device's error log. The third-party service technician evaluated and determined the system printed circuit assembly (pca) board had caused the issue to occur on the device. In conclusion, the device's system pca board was replaced to address the issue. The root cause is confirmed at this time.